Event description:
It was reported by the customer that the device would intermittently display an illuminated service indicator and that it would intermittently fail the user test. There were no reports of patient use associated with this event. A physio-control field service representative evaluated the device and verified the intermittent reported failure. Several error codes were logged in the memory of the device over a two day period, indicating a potentially device lock-up and loss of critical functionality.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.